Event description:
This report is being filed after the subsequent review of the following literature article: reischl, n. Et al (2009) "infections after high tibial open wedge osteotomy: a case control study." Arch orthop trauma surg 129: 1483-1487. This is a retrospective analysis which included 106 (74 male, 32 female) patients that underwent 110 high tibial open wedge valgisation osteotomy (hto) at a facility from (B)(6) 2000 - (B)(6) 2006. Plates used included tomofix, lcp 4.5mm, cervical spine plate or condylar plate. Longitudinal incision were used in 90 cases, oblique incisions in 20 cases. Three patients of the 40 patients who had the tomofix implanted developed surgical site bacterial infections. All of these patients had reoperations. This is report 1 of 1 for (B)(4). A report is for an unknown tomofix system.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. One patient previously diagnosed with diabetes, unspecified whether implanted with tomofix plate. This report is for unknown tomofix plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.